Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a rotatable oval snare was intended for use during a colonoscopy procedure. According to the complainant, during preparation, the device wire broke as soon as it was opened. The physician completed the procedure with another of the same device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported by the affiliate that during a laparoscopic appendectomy procedure, the harmonic probe tissue pad peeled off on its first use. Tissue pad fell into the patient and was retrieved through trocar site. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.